Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization of an unruptured aneurysm at the anterior communicating artery (acom), the sl-10® microcatheter (stryker) was inserted and the 2.5mm x 2.5cm galaxy g3 xsft was used as the frame and the 1.5mm x 2cm galaxy g3 mini coil (glm915020 / l14354) was detached in the target lesion although slightly protruded outside of the frame. Then the 1mm x 2cm galaxy g3 mini coil (glm910020 / l14553) was inserted around 5m to the target lesion, the physician attempted to remove the coil and retracted the coil, but the coil became tangled with the 1.5mm x 2cm galaxy g3 mini coil. The physician removed the coils together with the concomitant microcatheter from the patient¿s body. The concomitant microcatheter was reinserted and the coils were replaced with 1.5mm x 2cm and 1mm x 2cm target® nano¿ coils (stryker) and the procedure was completed. There was no report of any patient adverse event or complication. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the two devices were returned contained in a pouch. This investigation summary is pertaining to the 1.5mm x 2cm galaxy g3 mini coil (glm915020 / l14354). On visual inspection, only the embolic coil for this device was returned. The returned embolic coil underwent microscopic inspection. It was observed to be in stretched condition. A review of manufacturing documentation associated with this lot (l14354) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that this 1.5mm x 2cm galaxy g3 mini coil was detached in the target lesion but slightly protruded outside the frame could not be confirmed through evaluation and analysis of the returned device. The issue of coil protrusion is considered to be circumstance dependent; the product analysis lab environment is not conducive to determine the cause of the protrusion and cannot replicate the surgical field to perform evaluation of the cause for the reported coil protrusion. The embolic coil was observed under the microscope to be in a stretched condition. This is consistent with the documented event that the second coil, the 1mm x 2cm galaxy g3 mini coil (glm910020 / l14553) was inserted but became entangled with this coil prompting the physician to remove both coils together with the concomitant microcatheter from the patient¿s body. The 1.5mm x 2cm galaxy g3 mini coil likely became stretched during removal after it became entangled with the other coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.5mm x 2cm galaxy g3 mini coil left the manufacturing facility with the coil in the observed stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2019-01079. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 8/15/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2019-01078 and 3008114965-2019-01079. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR is to include the additional event information received on 7/22/2019. Preliminary photo images of the complaint device were captured by the j&j japan affiliates. The pre-shipment photos were reviewed by the product analysis lab team, and based on the tangled condition, the issue is confirmed; however, the root cause cannot be determined. The product needs to be returned for functional evaluation and analysis. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2019-01079. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l14354) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2019-01079. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of an unruptured aneurysm at the anterior communicating artery (acom), the sl-10® microcatheter (stryker) was inserted and the 2.5mm x 2.5cm galaxy g3 xsft was used as the frame and the 1.5mm x 2cm galaxy g3 mini coil (glm915020 / l14354) was detached in the target lesion although slightly protruded outside of the frame. Then the 1mm x 2cm galaxy g3 mini coil (glm910020 / l14553) was inserted around 5m to the target lesion, the physician attempted to remove the coil and retracted the coil, but the coil became tangled with the 1.5mm x 2cm galaxy g3 mini coil. The physician removed the coils together with the concomitant microcatheter from the patient¿s body. The concomitant microcatheter was reinserted and the coils were replaced with 1.5mm x 2cm and 1mm x 2cm target® nano¿ coils (stryker) and the procedure was completed. There was no report of any patient adverse event or complication. It was reported that the devices were available to be returned for evaluation.